Manufacturer narrative:
A review of the device history records of the specimen device was not possible due to the lack of lot traceability. We are currently analysing the returned device.

Event description:
Per fax: non-compliance of guides seen at the opening: 2 units of the same lot are found cut at the level of "j". Unusable material; verification of all units in stock in the department, and removal of non-compliant products (2 units).

Event description:
Per fax: non-compliance of guides seen at the opening: 2 units of the same lot are found cut at the level of "j". Unusable material; verification of all units in stock in the department, and removal of non-compliant products (2 units).

Manufacturer narrative:
A review of the device history records of the specimen device was not possible due to the lack of lot traceability. (B)(4).